Manufacturer narrative:
Further information was anticipated but not yet received.

Event description:
It was reported that a patient presented to clinic for follow up, the right ventricle (rv) lead exhibited inadequate capture. Programming change was performed, and the lead will be monitored. The patient was stable throughout.